Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be communicated with merlin.net transmitter. The device connected through wand telemetry through the programmer. The patient was called in clinic and the device was able to be interrogated by the programmer. Session records were sent to st. Jude medical representative for investigation. Patient¿s condition was stable at all times.

Event description:
New information received notes that the review of session records noted an rf error. Patient was called in clinic and firmware download was successful in restoring the rf capability.